Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and pocket exposure. No additional adverse patient effects reported. The rv lead was explanted.